Manufacturer narrative:
(B)(6). Product was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use and has a fragment from the anterior piece of part fractured off, fragment not returned. DHR was reviewed and no discrepancies were found. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
A provisional tibial bearing was returned due to being worn and fractured. All pieces were not returned. No patient injury was reported as a result of the event. Attempts have been made and additional information on the reported event is unavailable.